Event description:
It was reported the stimulator was not providing any pain relief or symptom reduction. The device was implanted in the right buttock in (B)(6) 2009. The pt started having pain behind that area in (B)(6) 2009, deep inside. The stimulator was bulging and causing pain at the implant site. The pt felt pain at the neurostimulator site, down the front of the thigh and down to the knee. The surgeon indicated it could have been the piriformis muscle. The hcp reprogrammed the device which did not provide lasting relief. Physical therapy was not effective. The pt was considering device removal. In (B)(6) 2010 the pt had the device removed permanently.

Manufacturer narrative:
(B)(4)